Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near display window corners, and a cracked reservoir tube lip. The insulin pump passed the reset error test with no alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart while she attempted to give herself insulin. The customer's blood glucose was estimated to be about 120 mg/dl, although the customer was unsure. The customer was assisted with clearing the alarm and setting the time. During troubleshooting, she stated that the numbers began scrolling up, preventing the customer from checking the alarm history and completing the troubleshoot procedure. She noted that the battery showed half full. She stated that the reservoir showed empty on the status screen, but the reservoir still had insulin in it. She noted that after the device was reset, the insulin pump showed the correct amount of insulin. The customer did not observe any significant events leading to the keypad issues. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.